Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted with a prostyle device after a coronary angiogram interventional procedure using a small bore sheath. Reportedly, after deploying the sutures, the footplate would not close and the device became stuck in the patient. A surgical cutdown with general anesthesia was used retrieve the device and achieve hemostasis. It was thought that the distal guide had snapped during entry, which was confirmed when the device was removed via surgery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties and the subsequent treatments are related to circumstances of the procedure. In this case, it is likely the guide break occurred during insertion due to patient anatomical conditions and/or calcification. The broke guide will prevent the foot closing leading to the difficult to open and close and entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.